Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) has been confirmed. Upon investigation the electrode belt trunk cable was severed. Additionally, the cable connecting ECG c and d was severed. The root cause for the damage was physical abuse. There was no death or adverse event associated with the electrode belt malfunction.

Event description:
04/16/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a patient's electrode belt and reported that the belt had a damaged cable.